Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level displayed as ¿high." Customer gave a correction bolus by pump to address the high bg. Reportedly, customer changed cartridge and infusion set to address the issue.